Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during an embolization procedure, the coil unintentionally detached from the pusher wire, without the use of the v-grip controller. The coil was retrieved from the patient and finished the treatment successfully, by using other coils. There was no reported patient injury or intervention used.

Manufacturer narrative:
Correction: b4 date of this report. Summary device evaluation: the investigation of the returned coil system found the device returned loaded in the microcatheter with the implant severely stretched and partially deployed through the distal end of the microcatheter. However, the implant was found to still be attached to the pusher with the implant's monofilament broken at the distal end upon receipt. The stretching of the implant is consistent with the coil experiencing excessive retraction forces as the coil was stuck. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.